Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared by pressing the esc and act buttons. The customer stated she was doing dishes and the device might have been pressed against the sink. Blood glucose value was 99 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer stated she has cortisone in her system and needed to use the insulin pump to regulate her blood glucose level. The insulin pump was replaced and returned for analysis.